Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) inspected the rear components of the drawer, reset the cable connections, and checked various components. The fse reinstalled the drawer in the auxiliary chassis and reconnected the pixie bus cable. The fse opened the hardware testing application and tested the previously failed drawer, which worked intermittently even though the hard stop screws were tight. The fse loosened the screws and pushed the hard stop toward the front of the drawer before tightening them back up. The drawer was then reinstalled in the auxiliary chassis, and the device was restarted. Everything was functioning properly. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.